Event description:
It was reported that the tip of a depth gauge broke during the washing and decontamination process on (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Product development evaluation: one depth gauge for 2.0mm and 2.4mm screws (part #319.006) was returned for evaluation with complaint category "broke." The needle has sheared off the returned device at the interface with the depth gage body. The material of the needle probe component (part #319.006.03) is (B)(4) which is an appropriate material for an instrument component of this type. To further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended but the location of the breakage on the needle shaft is contained within the nose piece when the device is assembled. The design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.